Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. The cause of the reported issue was determined to be a faulty reed switch sw5. This device was scraped and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon inspection at stryker the device would not power on when the lid was opened as expected. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation.